Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support advised customer to measure the voltage on the brown and orange wires to see if they are 23 vdc. Let the unit run until it switches to battery. Measure the voltage again. If the voltage is 23 vdc then the problem may be the power management board. If the voltage is not 23 vdc then the problem is the power supply. No further call received from this customer.

Manufacturer narrative:
As this is pending repair information and patient information, a follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator loss ac power and switch to battery. The customer reported that the unit was in use on patient, but there was no patient harm.